Manufacturer narrative:
(B)(4). Device evaluated by MFR.: returned product consisted of a jetstream xc-2.1 atherectomy catheter. The device was visually examined for any shaft damage and also functionality of the device. Visual examination showed no damage or issues. Functional analysis was done by completing the aspiration testing of the device. The test result showed that the device did perform as designed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is not confirmed as there was no evidence of the alleged issue or any anomalies which could have contributed to the reported difficulty. (B)(4).

Event description:
It was reported that there was a loss of aspiration. A 2.1mm jetstream® xc atherectomy catheter was selected for a recanalization atherectomy procedure in the right popliteal vein. At the end of the procedure when the lesion was almost completely ablated, it was observed that there was air in the hose and therefore no aspiration. No leaks were observed. The procedure was completed with this device and post-dilation with a ranger drug eluting balloon. There were no patient complications and the patient status was noted as fine.

Manufacturer narrative:
Age at time of event: elderly patient over 18 years old. (B)(4).

Event description:
It was further clarified that the target lesion was located in the right popliteal artery.